Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited high capture threshold. Programming changes were discussed, no intervention was reported, and the rv lead remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5188102.